Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. He stated that he was unable to press the down arrow button for a bolus delivery. He replaced the battery and the insulin pump alarmed battery out limit. The customer's blood glucose was 138 mg/dl. The customer representative suspected that the customer had been using the scroll wrap exchange insulin pump, and that was the problem he experienced. He stated that he tried 4 different new batteries, and the insulin pump alarmed battery too low. However, he noted that the battery icon was full. He reported that the insulin pump began beeping, alarmed battery out limit, and the alarm could not be cleared using the esc or act buttons. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.